Event description:
A medtronic representative reported that the screw closest to the frame mount will not permit the biopsy guide to lock. This was discovered prior to surgery with no impact to any patients.

Manufacturer narrative:
The root cause was mechanical damage to the lower joint of the biopsy guide. This failure mode is mitigated in the device labeling. The instructions for use (IFU) that accompany the device instruct the user to inspect the device during setup for mechanical function of the joints of the biopsy guide assembly: verify that all joints are tight. Push against the vertex arm to make sure the assembly is stable and does not slip." Tighten the adjustment screws to secure the assembly so that the precision aiming device cannot move during the procedure." A review of the design changes to the device found no changes to the fundamental design that holds the rotator shaft in place on the lower joint assembly. There is no indication that these changes caused the reported event.

Manufacturer narrative:
No patient was involved with this concern. The device was returned to the manufacturer and found to have a mechanical issue in the lower joint of the guide that would not lock down completely. A new biopsy guide has been sent to the user facility for issue resolution.